Event description:
Pt in progress of ercp procedure. The physician used a cook guide wire (B) (4), in which it broke off while in use in the pt. The physician was able to retrieve it with a snare and remove it. The broken section of the wire guide was removed with a snare. The pt did not require any add'l medical procedures due to this occurrence. The pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Evaluation: we could not confirm the report because the product said to be involved was not returned to cook endoscopy for evaluation. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the product from this lot remained in finished goods inventory. A review of the twelve month complaint history for this product family was conducted. There have been no other reports of wire guide breakage for this product family. Therefore, this report represents an isolated occurrence. Based on this review, the likelihood of this type of report is rare. Conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The info provided indicated the wire guide was not flushed or kept wet during use. Omission of this activity can create resistance in wire guide movement during use. If excessive pressure is applied to the wire guide, perhaps in response to resistance during use, this could have contributed to the report of wire guide breakage. The instructions advise the user that the wire guide should be kept wet for best results. The instructions for use describe the appropriate flushing techniques for use of this wire guide. These techniques includes flushing the wire guide holder with 30cc of sterile water prior to removing the wire guide from the holder, and flushing the endoscope accessory channel and/or lumen of accessory device with sterile water before wire guide insertion. Prior to distribution. All roadrunner extra support wire guides are subjected to a visual, dimensional and functional inspection to ensure device integrity. A review of the device history record confirmed that this lot met mfg requirements prior to shipment. Corrective action: no corrective action warranted at this time because this report could not be verified and the info provided indicated the wire guide was not flushed and kept wet during use. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no further action is warranted at this time. This observation represents an isolated occurrence. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.